Event description:
Caller alleging discrepant high inratio value. On (B)(6) 2014, inratio: 4.9, lab: 2.0 (exact value not provided). Time between tests: 1 hour. Patient's therapeutic range unknown. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation pending.